Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and reimplant the patient with another cochlear devic, however, this has not occurred as of the date of this report.